Event description:
It was reported that during a da vinci hysterectomy procedure, the maryland bipolar forceps instrument sparked. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The maryland bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument yaw pulley exhibited charring and localized melting a the grip base, between the grips. It was concluded that the charring may be due to a breach in the insulation, carbonized tissue creating a conductive path, or high generator setting. The electrical continuity passed. On (B)(4) 2014, additional engineering analysis review found that the yaw pulley exhibited material removed at the grip base as a result of the charring. The surface profile of the damaged area showed various peaks and valleys, indicative of both thermally induced deformation and material removal. The damaged area was compared with undamaged yaw pulleys, which have a relatively flat surface profile in the same general area. Additionally, in-house testing was able to replicate charring on the yaw pulleys on a undamaged instrument. To recreate charring, valleylab force fx generator was set to 70w bipolar mode and continuous energy was applied to a wet paper towel contacting the grip base and yaw pulleys. Sparking was observed and the yaw pulleys began to char after a few minutes of continuous energy activation.